Event description:
Customer reported a battery disconnected error during a case. No pt injury reported.

Manufacturer narrative:
Customer is contracting through 3rd party for repair. This MDR is related to ge healthcare complaint number.